Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that almost 2 months after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed and occlusal over load has occurred. Moreover, 35n.cm of primary stability was achieved and the patient presented bone type iii.